Event description:
The customer contact reported a leak of a chemotherapeutic agent. The unspecified tubing set was to be used to deliver an unspecified chemotherapeutic agent via a pump. After an unspecified length of time in use, it was reported that "a tubing was pierced and leaked liquid." There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional information including the device list number, the chemotherapeutic agent being delivered, specific event details, if the tubing set was replaced and the therapy resumed, and how the solution that leaked cleaned up.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.